Event description:
Field service engineer was informed by email by a nurse, that the touchscreen was unresponsive to touch and they had to use the mouse to operate the system. Surgeon did not want to restart the system, because everything was ready. The nurse also reported, that the she started the device today and that the tactile was working fine today.

Manufacturer narrative:
It was reported that the touchscreen was unresponsive to touch. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, the malfunction of the touchscreen cannot be confirmed. Corrected data: date of this report, date received by manufacturer , if follow-up, what type, device evaluated by manufacturer, and event problem and evaluation codes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Field service engineer was informed by email by a nurse, that the touchscreen was unresponsive to touch and they had to use the mouse to operate the system.surgeon did not want to restart the system, because everything was ready. The nurse also reported, that the she started the device today and that the tactile was working fine today.